Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer changed all of the pump supplies and insulin delivery was resumed. The customer's blood glucose (bg) level was 185 mg/dl; however, the bg increased to over 600 mg/dl after the supply changed. A bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issue was found. The contact declined to remove the infusion set site. The contact stated that the bgs would be monitored and declined further follow-up from tandem technical support.